Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00400 on 09-nov-2018. Additional information (13-nov-2018 and 20-nov-2018): a siemens customer service engineer (cse) replaced the re-suspend injector port. Siemens investigated the issue and concluded the cause of the discordant tni-ultra result was due to an instrument malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 conclusion code was updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The quality controls (qcs) were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the rinse blocks in the past service visits. The cse performed a total service visit, checked dispense ports, aspirations, acid and base dispenses, and the luminometer. The cse inspected the wash station ports for cracks or corrosion and inspected the dispensing of wash1 and water at all dispense ports. Cse checked the water and wash 1 lines have no bubbles and verified that the luminometer is clean with no base corrosion. The cse ran dark counts and verified the aspiration of all 4 probes. The gray peripump tubing was replaced. The cse also replaced the leaking aspirate probe rinse block and ran 30 replicates of multi diluent 11 which passed. Qcs were run and passed. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower. The repeat results were correct. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.